Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm, excessive no delivery alarm or low battery alarm noted. Motor passed motor test. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 416 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error while trying to deliver a bolus. Customer's blood glucose was at 470 mg/dl when they got home and customer was at 410 mg/dl at around (B)(6) prior to call. Customer was treated with manual injection. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported a no delivery, low reservoir, and low battery alarms was found in the insulin pump alarm history and no troubleshooting was performed on those alarms and on high blood glucose event. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.